Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160537 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 160537, test base part number 195-430h / lot: 150452. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 160537 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 with the binaxnow covid-19 antigen self test that generated positive results. Pcr confirmation testing was performed on (B)(6) 2021, (B)(6) 2021 and generated negative results. Repeat testing with the binaxnow covid-19 antigen self test was performed on (B)(6) 2021 and generated positive results. Per the consumer, the patient was not symptomatic and has been fully vaccinated. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.